Manufacturer narrative:
From the picture it was observed a "difficult to inflate cuff prior to use." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. A device history record (DHR) review could not be performed as the lot number provided is not a valid lot number for product code reported. From the picture it was observed a "difficult to inflate cuff prior to use," the complaint can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that it was difficult to inflate the cuff of the endotracheal tube prior to use. No report of a patient injury or delay in treatment.